Event description:
The customer reported this chronic right atrial (ra) lead was surgically abandoned (capped) as it exhibited low impedance measurements of less than 100 ohms in bipolar mode. A new lead was successfully implanted; to date, no adverse pt effects were reported. The physician chose to insert a new pulse generator because of high ra output necessary in unipolar mode (battery was draining rapidly). The lead was actively implanted for approximately 7 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. To date, no adverse pt effects have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.